Event description:
The handpiece kept firing when the handpiece was not engaged.

Manufacturer narrative:
The suspect device was returned and evaluated by conmed. The returned handpiece was subjected to an electrosurgical unit interface test which simulates actual use. The reported malfunction could not be reproduced. Our instructions for use (IFU) states under 'safety tips' that "the goldvac pencils are not intended to suction fluids from the surgical site." Conmed's investigator noted that there was some blood inside the corrugated tubing. Additionally, it was observed that some of the internal components were wet.